Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On( B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced extremely high bgs (blood glucose). There were no reported bg values and no reported signs or symptoms of hyperglycemia. There was no allegation of medical intervention. The reporter alleged that after switching to a pump from another manufacturer, the patient's bgs returned to a normal range. The reporter requested to return the pump. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of a non-specific pump malfunction associated with elevated bgs.